Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the peritonitis event with subsequent hospitalization. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis and utilization of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient¿s peritonitis has been attributed to touch contamination. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. In addition, most cases of pd related peritonitis are due to a breach in aseptic technique resulting in contamination during treatment set-up. Based on the information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to issues with peritonitis, blood in their lines, and other symptoms. Upon follow-up, the pd clinic manager stated the patient presented to the pd clinic with blood in the tubing. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin (dose, frequency, duration not provided). The pd effluent culture resulted positive for gram-positive bacilli; no organism specified. The white cell count was not available. The patient was admitted to the hospital on (B)(6) 2020 when symptoms (unspecified) were not improving. Additional cultures were being obtained in the hospital, but the pd clinic did not have any additional information. The cause of the patient¿s peritonitis was attributed to touch contamination. There were no issues with the liberty select cycler and no cassette leaks reported. The patient remains hospitalized at this time.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.